Event description:
The hosp reported that during the saphenous vein harvesting procedure, the channel was too large for the bisector and a proper seal could not be maintained. A replacement unit was used to complete the procedure. The hosp did not report any patient complications.